Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010. According to the complainant, post procedure, the nurse was clearing the devices used in the procedure from the operating room table. At this time, it was discovered that the foam sponge was no longer within the rx locking device & biopsy cap and lay separate from the device on the table. It was unknown at what point in the procedure the foam sponge was expelled from the cap. There were no patient complications as a result of this failure mode. The patient's condition post procedure was reported to be fine.